Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified procedure, when drilling the femur with the drill flexible endoscopic cann, the drill broke. It is unknown how the procedure was completed of if there was a surgical delay. No further complications were reported.

Event description:
It was reported that during an acl reconstruction ¿ lateral condile procedure, when drilling the femur with the drill flexible endoscopic cann, the drill broke. All the pieces were removed and came out easy because they stayed in the flexible guide. The procedure was successfully completed with a surgical delay of 5 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: b2, b5, g2 updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the drill broke while the surgeon was drilling the femur in an acl reconstruction procedure. Reportedly, all the pieces were retrieved easily due to remaining in the flexible guide. Per case details, the patient had very hard bone quality and no void was left in the patient. The procedure was completed successfully with a 5-minute surgical delay. Smith and nephew has not received the device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: corrected data g2: foreign and other checkbox should be unmarked and other specify should be blank.

Manufacturer narrative:
H10: h6 updated health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the drill broke while the surgeon was drilling the femur in an acl reconstruction procedure. Reportedly, all the pieces were retrieved easily due to remaining in the flexible guide. Per case details, the patient had very hard bone quality and no void was left in the patient. The procedure was completed successfully with a 5-minute surgical delay. Smith and nephew has not received the device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.